Event description:
It was reported that during an unk procedure, a premature deployment occurred. The location of the lesion is unk. The physician placed a guide wire and dilated the lesion. Upon advancing the greenfield filter in its locked position, fluoroscopic visualization revealed the filter had deployed prematurely and was retained within the delivery system. Upon removing the delivery device intact, the physician noticed that the deployed filter had wrapped around the guidewire. The procedure was completed with another same device. There were no patient injuries or complications. The patient' status is reported as "good".